Event description:
It was reported that the settings on the external pulse generator (epg) could not be adjusted. It was further noted that the epg was due for its scheduled preventative maintenance. The epg was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. The ventricular output knob was inoperative due to the encoder flex being out of electrical specification. The main pcb (printed circuit board) was also electrically out of specification, and the battery drawer was broken. Both bail covers, bails, and the ring cover were observed to be missing, and the upper/lower cases and ring cover were broken. The keyboard and serial number label were damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ventricular output knob was inoperative due to the encoder flex being out of electrical specification. The main pcb (printed circuit board) was also electrically out of specification, and the battery drawer was broken. Both bail covers, bails, and the ring cover were observed to be missing, and the upper/lower cases and ring cover were broken. The keyboard and serial number label were damaged. The encoder flex and main pcb were further analyzed. A cracked solder joint was found on the encoder flex, causing the ventricular output failure. Also two capacitors were found to be out of specification on the main pcb, causing excessive current leakage during testing.

Event description:
It was reported that the settings on the external pulse generator (epg) could not be adjusted. It was further noted that the epg was due for its scheduled preventative maintenance. The epg was returned for service. No patient involvement or complications were reported.